Event description:
A left ventricular assist device (lvad) patient was at home when they heard a short alarm; power limit advisory. The patient was hospitalized; however, no alarms were heard. In addition, the patient stated that the sound of pump had changed. Pump motor waveforms were taken, which looked suspicious. The patient remained at the hospital and was placed on the high urgent transplant list. The patient was successfully transplanted 14 days later.